Manufacturer narrative:
The device referenced in this report was returned for eval. The eval confirmed that the visual image was flickering. The unit was confirmed to pass leak testing, however, there was corrosion and fluid invasion found inside the endoscope connector, and at the charged coupled device flexible printed circuit board connectors. The device was also noted to fail distal end cover insulation testing due to physical damage, and the distal end cover glue was cracking, peeling, and discolored. As the device passed leakage testing, the cause of the fluid invasion is likely due to user handling. The device has been serviced and returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed during an unspecified type of colonoscopy procedure, the users experienced a complete loss of image. Olympus followed up with the user facility to gather add'l info, but there were no further details provided. There was no report of pt harm.